Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this patient with a 7300tfx 31mm valve, implanted for seven years and 11 months, underwent a valve-in-valve procedure. The reason for the reoperation is unknown. The tmvr was performed with an edwards transcatheter valve. No other details are available at this time.

Manufacturer narrative:
Minimal information has been provided regarding this event and follow-up for additional details are currently being performed. As the investigation is still in progress, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), h4, and h6 (health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad).

Event description:
It was reported via the implant patient registry that this patient with a 7300tfx 31mm valve, implanted for seven (7) years and 11 months, underwent a valve-in-valve procedure due to severe valve degeneration, and severe mitral stenosis. The patient presented with acute on chronic diastolic congestive heart failure. The tmvr was performed with a 9600tfx 29mm without complications. Postop echo showed the new valve working normally with pvl leaks. The patient tolerated the procedure well and was transferred to the ICU for recovery. On pod #11, the patient was discharged home in good condition.